Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to forget bluetooth devices, close all background applications, and reset smart device. No additional patient or event information is available.